Manufacturer narrative:
H3: product analysis :part # g6626525 : lot # h5847623 visual and optical inspection revealed the implant was returned damaged. The implant has cracked on both sides next to where the release/lock mechanism is. The implant is fragile and can be overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that surgeon performed a combined anterior and posterior cervical fracture and dislocation reduction and internal fixation. After posterior screw rod fixation was performed first, anterior cervical product stand alone was used in the anterior approach. When holding the fusion cage with a holder tool and inserting it into the intervertebral space, tap the fusion cage toward the posterior edge of the vertebral body to insert. A break occurred. After replacing the fusion cage, it broke again when the surgeon hit it. When replacing the third fusion cage, it was implanted normally and completed the surgery. This surgery caused two screws to deform and two cages to break. There was no patient symptom reported. There were no further complications reported regarding the event.